Manufacturer narrative:
Update initial reporter information.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Attended revision of an anca fit hip implanted 10+ years ago. Surgeon used long ar15 neck with bloball hean and stryker cup.